Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. It was reported that an unexpected reset occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged unexpected reset issue was verified, but the battery depleting quickly could not be verified.